Manufacturer narrative:
The subject device was returned to the olympus regional repair center. The evaluation confirmed the customer¿s problem, a defective cable was found which caused a defective image and there are 2 pixels on the charged coupled device unit. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer high-definition camera head has ¿image loss. Most probably due to a broken electronical cable near the connector¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty cable could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿. ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ . ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿. ¿do not use excessive force when wiping the external surfaces of the camera cable.¿. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ . ¿never use a clamp or forceps to attach the camera cable to another object.¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that this was discovered during a therapeutic laparoscopic procedure. According to the initial reporter, the device was inspected prior to use with no abnormalities found. The procedure was completed using another device without any delays.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.